Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
There was an incident involving a driver that failed.

Manufacturer narrative:
(B)(4). Additional information indicates that the ez-io was inserted successfully manually therefore, the event is not reportable and the MDR is retracted. Report 3011137372-2021-00185 is retracted.

Event description:
There was an incident involving a driver that failed.